Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer had to shake the insulin pump to get it to work. The customer received another failed battery test alarm after troubleshooting. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.